Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the swivel clamp was not locking properly on the a1059 mayfield modified skull clamp. Additional information has been received on 25 jul 2018 stating that a posterior cervical spine procedure was performed on a (B)(6) female patient on (B)(6) 2018. The skull clamp was attached to the patient and it was tighten to 80 psi. The surgeon lifted the patient' head and the single pin side slipped. The patient had a 2 inch laceration requiring staple repair. The problem occurred during patient positioning. The clamp was removed and the injury was stapled closed. The 2 hour surgical delay caused the patient additional 2 hours under anesthesia. The procedure was completed with another a1059 skull clamp and it was reported that the patient's condition was stable.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the lock having both rotational and lateral movement; also it is hard to lock and a residue buildup is present. Unit need new components added to replace worn internal parts. The device history record showed no previous service records and the device exceeds its expected life of 7 years.